Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, while cutting the interlobular fissures, the staples did not form well after firing. Some of the staples failed to form and it caused bleeding at the distal part of the staple line. Surgeon immediately responded with suture stitching.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one single use loading unit (sulu). Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional infp: exp date, lot#). If information is provided in the future, a supplemental report will be issued.